Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient stated that her skin is peeling off under her right side and under the arm pit. Patient reported that there is no visible rash, but that it caused her to bruise and made her body sore to touch. There was no alleged device malfunction contributing to the irritation. Patient was given a cream by a physician. Follow up indicated that it is getting better now.